Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing along the stomach during a laparoscopic sleeve gastrectomy, the surgeon was able to press the green button, and the device would not fire as though the actual trigger felt loose. They opened and used another handle and staple reload to complete the case. There was no patient injury.